Event description:
It was reported that the balloon of the balloon catheter ruptured during the angiography of the implant procedure. The balloon catheter was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).